Event description:
It was reported that during surgery on (B)(6) 2024 the specialist expressed that the drill bit had no edge and burned the bone, causing dissatisfaction in the specialist. The procedure was delayed by two minutes due to the drill bit not entering the bone. The surgery was successfully completed. The specialist applied force to the handpiece in order to get the drill bit into the bone. This report involves one 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part:03.037.022. Lot:f-35835. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:04 jan 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.